Manufacturer narrative:
H4: the lot was manufactured from december 3, 2019 - december 5, 2019. H10: the actual device was received for evaluation. The sample was returned to the plant containing 71 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused medication to the patient. The expected therapy time 24 hours; however, after the expected therapy time was complete, it was observed that residual medication remained within the device and had not been delivered to the patient. The device had been filled with tazocilline 12g in 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.